Event description:
Fire in the MRI. Initial reports are that staff first detected smoke followed by visible flames. Staff and patient evacuated the MRI without injury. MRI technologist returned to the room to quench the magnet's cryogen to remove the magnetic field. Fire department responded and extinguished fire. Because of smoke conditions in the adjacent areas, seven emergency department patients were transferred to another hospital for continued care. Additionally, ICU patients located on the second floor above the MRI were moved laterally without incident. The emergency department went on divert.the manufacturer responded immediately to a service call initiated at the time of the event. They identified the location of the source of the fire at a connection on the high current cable on the bore.